Event description:
It was reported that the right atrial (ra) lead has a confirmed fracture with high impedance. The lead was removed and a new lead was implanted. It was further reported that the right ventricular (rv) lead had a sudden rise in threshold. The lead is suspect of a probable micro-fracture. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2004. (B)(4).